Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that during injection the medication would not flow with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: it was reported that the consumer have had several needles block in the middle of usage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection the medication would not flow with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter: it was reported that the consumer have had several needles block in the middle of usage.